Event description:
During on-site service, the baxter service technician experienced low battery alarm on a flogard infusion pump. Additional information is not available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. A visual inspection, functional testing and a battery test were performed. During testing a low battery alarm occurred. The low battery alarm was caused by a low battery. The battery was replaced and the pump was serviced to meet functional specification. If any additional relevant information is received, a follow up MDR will be sent.